Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a difficulty to advance the catheter in the needle. Clinical consequences: device replaced and a new one inserted in the patient.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A review of design change history for kit fr-05501-04, part number rz-05400-006, and kz-05400-030 was performed as a part of this in vestigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not advancing could not be determined based upon the information provided and without a sample.

Event description:
It was reported that there was a difficulty to advance the catheter in the needle. Clinical consequences: device replaced and a new one inserted in the patient.